Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined; batch review was performed on potentially associated lots (h10c01018) with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) display during dwell 3. The home patient (hp) stated that she already cleared the alarm. The technical service representative (tsr) explained the alarm to the hp and advised to either start over with new supplies or finish using manual supplies. The hp stated that she would start over with new supplies. The tsr advised hp to notify the nurse within 24 hours. The hp understood explanation, cleared alarms, would start over with new supplies and agreed to call nurse. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with hp's son on (B)(6) 2010, it was revealed that the hp passed away on (B)(6) 2010. No further information was provided. During a follow up with the nurse on (B)(6)2010, the nurse stated that the hp had notified her about the 2240 alarm, and it was determined to be related to the way hp was "setting-up" the supplies. Per nurse, the issue was resolved then. The nurse confirmed that there were no disconnections, loose connections or any defects on the supplies. Per nurse, the hp did not have any injury or harm as a result of this incident. The nurse stated that she did not have the lot numbers. As far as hp's death is concerned, the nurse reported that hp died of cardiac arrest. Per nurse, the cardiac arrest was due to a reaction to an antibiotic prescribed pre-surgery. Per nurse, the surgery was for a parathyroidectomy. The nurse stated that the hp was not performing dialysis therapy nor connected to the hc cycler at the time of death. Per nurse, hp was not having issues with the dialysis therapy leading up to her death. Per nurse, the events of surgery and death were unrelated to the dialysis therapy or the peritoneal dialysis (pd) products. There is no evidence that the device or disposables were causally related to this event.